Event description:
The physician reported that during a follow-up visit on (B)(6) 2015, the subject pacemaker could not be interrogated and it did not respond to magnet application. An increase of the ventricular pacing threshold was indicated by the physician, and the patient seemed to be asymptomatic in spite of the atrial fibrillation with rapid conduction to the ventricle. The physician thinks that the device dysfunction resulted from the cardioversion therapy (3 external shocks @120j) in (B)(6) 2015 to treat atrial fibrillation in the ER. A reintervention was performed to correct the issue, and the subject pacemaker was explanted.

Event description:
The physician reported that during a follow-up visit on (B)(6) 2015, the subject pacemaker could not be interrogated and it did not respond to magnet application. An increase of the ventricular pacing threshold was indicated by the physician, and the patient seemed to be asymptomatic in spite of the atrial fibrillation with rapid conduction to the ventricle. The physician thinks that the device dysfunction resulted from the cardioversion therapy (3 external shocks @120j) in (B)(6) 2015 to treat atrial fibrillation in the ER. A reintervention was performed to correct the issue, and the subject pacemaker was explanted.